Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 8800 system would blank out and then come back. There was no report of pt injury.